Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement indicator early triggering an alert. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator early triggering an alert. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator early triggering an alert. The device was scheduled to be explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 4193 implantable pacing lead; unk implantable pacing lead. (B)(4).